Event description:
It was reported by the patient that he "underwent a left total hip replacement in 2005" it is further alleged that "after implantation he heard squeaking and popping noises coming from the location of the implanted hip device."

Manufacturer narrative:
Device remains implanted, and is not available for evaluation.